Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine at an unknown concentration and dose via an implanted pump for non-malignant pain. It was reported the poor communication icon was seen on the personal therapy manager (ptm). The patient attempted to use the ptm with and without the antenna prior to the call. The ptm batteries were also replaced on the date of this report with the company representative (rep) over the phone. The rep suggested the patient receive a replacement. No troubleshooting was performed on the call. There was no out of box failure. An email was sent to repair. The event date was about 3-4 weeks ago in 2018. The patient did not intend to follow-up with any healthcare provider (hcp). Patient symptoms were not reported at this time. Additional information was received from a consumer on 2018-sep-11, indicated the poor communication icon was still occurring. It was noted the patient had not been able to give herself a bolus in a month and she was hurting. The patient had continuous pain issues and mentioned they upped the morphine. The patient was hurting because she was not able to get a bolus. The patient was transferred to repair. Additional information was received on 2018-sep-12 from the consumer indicated the patient received the new ptm but continued to see the communication unsuccessful message both with and without the antenna attached. The patient was redirected to schedule a follow-up with the managing hcp to address the issue and possible pump check. Additional information was also received from a company representative (rep) on 2018-sep-12, and indicated the office called him informing him that they were working with the patient over the phone to get their ptm working properly. The patient did not follow up in person with the clinic, but was troubleshooting over the phone. The rep had the patient switch out their batteries and tried synchronizing the ptm with and without the antenna. The patient had not seen any codes on the ptm and was just seeing an ¿x¿ and unsuccessful communication. The rep would follow-up with the hcp. Additional information received on the same day indicated the pump was flipped and the patient flipped it back over when the rep called her back and were able to synch the ptm and give a bolus. The patient was going to start using her abdominal binder again and follow-up with the doctor for further care. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the unsuccessful communication with both personal therapy managers (ptms) and the inability to bolus was related to the patient¿s pump being flipped. It was noted the pump may have to be tacked down or moved. The pump was flipped over and the patient was wearing an abdominal binder. The cause of the flipped pump was noted as the patient¿s tissue was very spongy. The patient¿s weight at the time of the event was (B)(6) pounds. It was also reported the unsuccessful communication, inability to bolus, pain, and pump flip had been resolved and the current status of the affected device was ¿working correctly.¿ no further complications were reported/anticipated or expected.